Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the right external iliac artery. Following pre-dilatation, a 8.0x30x75cm express® ld iliac / biliary stent was advanced but failed to cross the lesion. However, when the device was removed, the stent came off. The stent was retrieved by snaring and device was completely removed from the patient. No patient complications were reported and the patient's status was fine.

Event description:
It was further reported that the target lesion was located in the non-tortuous and mildly calcified right external iliac artery.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: a visual and microscopic examination was performed on the returned stent, the following attributes were examined: the delivery system was not returned for analysis. The detached stent was received attached to the snare which was still within the customer's guide catheter. Due to the condition of the stent it was not possible to remove it from the snare or the guide catheter. A visual and microscopic examination was performed on the detached stent. The stent was severely damaged and compressed along its entire length. No issues were noted with the stent that couldn¿t have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).